Manufacturer narrative:
One opened knife, in a blister with no blade protector was received for the report of does not cut. Sample was visually inspected and found to be nonconforming, bent tip and damaged cutting edge was observed on the blade. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull blade. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. However, an investigation has been completed in relation to the related non-conformance identified within the non-conformance review. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery an ophthalmic knives does not cut. The procedure was completed with an extra knife. There was no patient impact reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).